Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that their device exhibits a pogo pin failure. A pogo pin failure may prevent the device from connecting with the pad-pak. This may result in the device failing to power on which may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt, it was observed that the +ve terminal pogo-pin was shorter than the other pins, but would extend from its barrel upon rotation of the device. Significant voltage fluctuations were measured with the +ve pogo-pin during the investigation. The fault was attributed to a failed pogo-pin terminal. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device exhibits a pogo pin failure. A pogo pin failure may prevent the device from connecting with the pad-pak. This may result in the device failing to power on which may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.